Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the customer complaint. The tip had no evidence of char. The teflon pad was intact and worn down, but not exposing metal beneath the teflon pad. There were no functional issues found with the device. Based on similar reports, a potential factor in the wear on the teflon pad is operator¿s technique. To prevent damage to the teflon pad, the instruction manual states, ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during a laparoscopic right ovarian cystectomy, the device had sparks, smoke, and charring at the tip, and that the teflon pad detached, exposing metal underneath. There was no reported patient injury or device fragmentation into the patient. After replacement of the malfunctioning device, the procedure was completed with another similar device.